Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hospital.

Event description:
The doctor was unable to insert the guidewire into the iab. Also, the inner lumen could not be flushed. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: none from the event - reported 06/10/97). (Pt's current status: unk - rpt'd06/10/97).